Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage petite applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a3, a4, e1 and concomitant product.h11: corrected data: b5.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 and (B)(6) 2022 using the cooladvantage coolcurve+ and cooladvantage petite coolcurve applicators and presented with paradoxical hyperplasia (pah/ph) to the upper and lower abdomen.